Event description:
It was stated that the customer was hospitalized for hepatic encephalitis and a high blood glucose reading of 380 mg/dl. Troubleshooting was performed, and the daily totals did not match with the basal rate and bolus history. The insulin pump passed the prime test, but the nurse didn't have the tubing clamp or hemostat for the high pressure test. The nurse also stated that the cannula was bent when the infusion set was removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.